Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal portion of the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, all insulators had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the tip electrode insulation was torn, there was a white substance on the outer insulation, the helix/lobe was distorted/bent and the lead was stretched.

Event description:
It was reported that the right ventricular lead was explanted and replaced as it demonstrated inner insulation degradation. No patient complications have been reported as a result of this event.